Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective in a preloaded device. The lens was not implanted. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
This record is a duplicate of another file. With the new information received from the customer, the original file is not reportable. There will be no further reports sent from this mfg number. The manufacturer internal reference number is: (B)(4).